Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, the balloon ruptured. The pci treated the target lesion located in the severely calcified unspecified vessel. The physician attempted to use the 2.75x15mm quantum apex balloon but the balloon ruptured at 20 atms. The procedure was completed with a different device. No patient complications were reported and the patient's condition was listed as good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: as the unit has not been returned, a technical analysis could not be performed. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).